Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was cracked. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: 3 ml syringe cracked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address 2: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was cracked. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: 3 ml syringe cracked.

Manufacturer narrative:
H.6. Investigation: photo and video received for investigation. Upon visual inspection, barrel cracked is observed. A device history review was performed for lot 1357466, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is related to some assembly screwing that may occur in the transfer disks or in the cylinder inlet, the part screws up and the subsequent parts scrape on it being damaged, sometimes the parts unscrew by themselves and therefore go unnoticed by the operator.